Event description:
The company was informed that the pt was hospitalized and treated for a skin flap infection from (B)(6) 2013. The pt was treated with ceftriaxone (cephalosporin) 450 mg. It was reported that currently there is no report of inflammation, skin irritation, or allergy reaction. The pt is being treated with dicloxacilina. The pt is being monitored.